Event description:
It was reported that the patient had meningitis. The patient had been experiencing excruciating back pain so they turned off their external neurostimulator and went to the emergency room. The patient had to wait so they were later seen at their healthcare provider¿s office instead. At that point the trial leads were removed and the patient was sent back to have an MRI which diagnosed meningitis. The patient was being treated at the hospital. No outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).